Event description:
Reportedly that the patient expired after implant date of early 2007, due to embolization of material from old bypass grafts. The device is unavailable for evaluation. Death was not device related. On 03/18/08 information learned per response from surgeon.

Manufacturer narrative:
Device not returned.